Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation however, a photographic sample was provided. A visual inspection with naked eye and magnification was performed and identified that the blue pull ring cap was loose in the packaging. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap fell off from the tube of the transfer set. This event occurred before opening the package. There was no patient involvement. No additional information is available at this time.